Event description:
A report was received that the patient was suspected to have an infection at the pocket site. Symptoms include swelling and redness around incision site. The patient was treated with antibiotics and the pocket site appeared normal.

Manufacturer narrative:
Additional information was received that the physician believed there was no infection.

Event description:
A report was received that the patient was suspected to have an infection at the pocket site. Symptoms include swelling and redness around incision site. The patient was treated with antibiotics and the pocket site appeared normal.